Event description:
It was reported that the user received an urgent low glucose alert from their continuous glucose monitor indicating readings in the 60 mg/dl to low 70 mg/dl and treated with carbohydrates and protein, with a confirmatory fingerstick showing 87 mg/dl. Customer care provided support that included user education on hypoglycemia management and avoiding overtreatment. Investigation of this case revealed glucose values that differed between cgm and fingerstick and that symptoms were responsive to oral carbohydrate intake. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral carbohydrates without medical intervention or hospitalization. It was concluded that hypoglycemia occurred with uncertain cause and that device function could not be determined to be at fault based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.